Event description:
On (B)(4), 2010, received user facility medwatch report #: (B)(4) stating, "the vasoview handpiece malfunctioned at the sterile field. Saline supply line 'broke from the c-ring and had to be cut to remove from sheath.' All parts were accounted for. A new vasoview unit was obtained and used." It is unk whether the product is returning.

Manufacturer narrative:
Method - the device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report ... When the device is received and the investigation is completed. (B)(4).